Manufacturer narrative:
Product analysis: the valve remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a failing non-medtronic surgical valve, the valve was implanted at a depth of 2 millimeter (mm) by 2mm. Post implant showed mild paravalvular leak (pvl), therefore the valve was post dilated using a 21 mm balloon aortic valvuloplasty (bav) and a 20 mm balloon. After the bav, the pvl went from mild to severe. Five inflations were performed and no change was observed. The balloons were inflated for 10-15 seconds each. Balloons were inflated with a syringe, the stop cock was turned off, and was finished with inflation device. The patient was suffering from severe pvl. It was suspected that there was a hole in the skirt of the valve, but no torn leaflet. The valve was checked multiple times with transesophageal echocardiogram (tee) for any type of leaflet damage. A second transcatheter bioprosthetic 23 mm valve was implanted. No additional adverse patient effects were reported.